Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The physician fully deployed a 2.75x12mm taxus express2 drug eluting stent in an unknown vessel and the balloon was deflated. The physician had difficulty removing the balloon from the stent. The balloon was inflated a couple times at low atms pressures but remained in the stent. The physician used great torque and pulled hard, releasing the balloon. It was reported that the pt did not experience any complications over the extra three to four minutes while the physician was removing the balloon.